Event description:
Caller reported intermittent malfunctionson the pump with a malfunction code displayed as malf 12, and fault ID 0x2071. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy if needed.